Event description:
The customer contact reported particulate. On an unspecified date; the tubing set was being used to deliver 500ml ringers lactate, at an unspecified rate, via gravity. After an unspecified length of time, when the cylinder of the tubing set was being refilled, the customer contact reported that "something small and black" was noted floating in the cylinder of the burette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.